Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast surgery with two 650cc mentor memorygel breast implants experienced breast implant illness post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 8, 2024, additional information was received indicating the reported serial number for this impacted product belongs to another patient/complaint file. The serial number for this impacted product is unknown at this time. Manufacturer¿s reference number: (B)(4).